Event description:
The customer's mother reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of the incident was 340 mg/dl. The customer expressed abdominal pain and large ketones as symptoms of the high blood glucose. The customer was treated for their high blood glucose with a manual injection and fluids. The customer also experienced keypad issues due to the buttons being very hard to push. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. However, the pump had intermittent button response due to flattened dome switches on the up arrow button and act button. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.